Manufacturer narrative:
Literature citation: george malal, joby j. And et al. (2015) "long contoured locking plate fixation of traumatic proximal humeral fractures with distal extension." Shoulder and elbow (2015) vol. 7 (1) 18-23 ((B)(6)). Device not available for return. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article george malal, joby j. And et al. (2015) "long contoured locking plate fixation of traumatic proximal humeral fractures with distal extension." Shoulder and elbow (2015) vol. 7 (1) 18-23 ((B)(6)) a retrospective review was performed on patients treated with the long philos plate for proximal humerus fractures with distal fracture extension between july 2007 and 2011. The aim of the study was to assess the medium-term results of traumatic humerus fractures treated with a long contoured proximal humerus internal locking system. The mean patient age was 55.3 years (range 25 years to 83 years) eighteen (18) patients were female with a total number of thirty four (34) patients in the study. Six patients were lost to follow up, two patients had unrelated illness resulting in them being unable to complete the follow up assessment and one patient died of an unrelated cause leaving a total of 25 patients used for the study. The mean follow up was 27 months (range 11- 60 months) complications determined in the study are listed below: three patients had a non-union of the fracture requiring bone grafting along with revision of the internal fixation to a double-plate construct. A (B)(6) female ; a (B)(6) male; a (B)(6) male. Nineteen (19) patients were noted to have residual pain from the shoulder with four (4) patients having pain with a scor greater than 5 on the vas scale. One (1) patient had a superficial wound infection. This is report 2 of 4 for (B)(4). This report is for unknown philos plate. A copy of the literature article is being submitted with this medwatch